Event description:
It was reported that after the iol was inserted into the patient's eye, the doctor noticed the trailing haptic was bent. Incision was enlarged and the lens removed. Same model back up lens was successfully implanted and sutures were placed. The physician believes the most likely because of the damage to the lens was a loading error. This report pertains to the patient's right eye. Please reference MDR number 1119279-2013-00306 for the intraocular lens used in this event.

Manufacturer narrative:
The delivery device was discarded and will not be returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.